Manufacturer narrative:
(B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that a pn berlin chemie 31x8 5b tw had damaged unit packaging before use. The following was reported by the initial reporter: "needle has pierced through protective cap".